Event description:
It was reported that prior to an angioplasty procedure, the catheter allegedly found to bent after opening the package. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was returned for evaluation. A break at the proximal balloon taper point was confirmed. The distance between outer break point on balloon break point measured 93mm. The inner was stretched within 93mm long break section. The sleeve was returned present on the balloon and partially removed. A flattened section was present at the proximal end. The damage to the device - break at the balloon taper point, stretched inner flattened sleeve section suggest that user handling techniques caused the damage, likely occurring during the attempted sleeve removal during device preparation. The sleeve was removed without issue. The inner diameter of the sleeve was measured and conformed to specifications. The communications stated that the packaging was not damaged. Therefore, the result of the investigation is confirmed for the device damage prior to use issue. The root cause for the reported device damage prior to use issue could not be determined based upon available information, device evaluation and photo review. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.